Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient presented with open electrodes. Device testing was not performed prior to repositioning surgery. The recipient has been successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made; however, the issue did not resolve. The recipient reportedly experienced extensive bony growth in the mastoid cavity wrapping around the electrode, causing the array to migrate from the cochlear. The recipient's electrode was successfully repositioned.